Manufacturer narrative:
System and bronchoscope manufacturing records were reviewed and found no issues associated with this case. The scope was discarded and not available for investigation; manufacturing records for scope used in the case confirmed it passed the final qa/qc check. The reported difficulty attaching the scope occurred at setup, did not recur, and is considered an isolated issue unrelated to the pneumothorax. Video review could not be performed due to missing logs. The physician did not attribute the small fissure-related pneumothorax to the galaxy system, and its characteristics are consistent with known procedural risks of bronchoscopy near pleural/fissural surfaces. This complaint is reported due to the following conclusions: a small pneumothorax along the fissure was identified following a galaxy-assisted biopsy procedure. Although a chest tube was not required, the patient was admitted overnight for observation. The physician did not attribute the injury to the galaxy system. A malfunction related to difficulty attaching the scope at the start of the case was reported.

Event description:
A small pneumothorax was identified along the fissure following a galaxy-assisted biopsy procedure. The pneumothorax did not require chest tube insertion; the patient was admitted overnight for observation and discharged the next day. A malfunction of difficulty attaching the scope was reported.